Event description:
During a percutaneous transluminal angioplasty to a shunt anastmosis the balloon was reported to have ruptured at 3 atmospheres. The vessel was described as having moderate calcification, moderate tortuosity and an 80% stenosis. The product was prepared and clinically used as per the IFU. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The product was then advanced through the sheath introducer to the lesion over the guidewire. The balloon was inflated using an indeflator, however, the balloon ruptured at 3 atmospheres. The balloon catheter was withdrawn from the patient's body, and another balloon catheter was used to successfully complete the procedure. No patient-related information was available. Manufacturing records for the lot involved, including subassemblies, were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure test during the manufacturing was found to be pass. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.

Manufacturer narrative:
Please note that this device is distributed outside the united states; however, it is similar to the u.s. Distributed product.